Event description:
The customer reported to beckman coulter (bec) a leak of clear liquid from the coulter lh 750 hematology analyzer. The volume was not reported by the customer and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment. No patient results were affected.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the tubing going through the pinch valve 4 (pv4) was leaking diluent. The fse replaced the tubing at pv 4 to resolve the issue. Failure mode was tubing leaking at pv4. (B)(4).